Event description:
It was reported that an implantable neurostimulator was implanted 191 days after its use-by date. The device had a use-by date of (B)(6) 2011. The device was implanted on (B)(6)2011.

Manufacturer narrative:
(B)(4).